Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jan-2017 with the following findings: during investigation of the returned pump, a call service 069 alarm (¿cs069¿) was reproduced at power up. The pump was unable to recover from ¿cs069¿ after reboot. The ¿cs069¿ failure is defined as language file corruption while retrieving the language text. The ¿cs069¿ failure was written as ¿cs087¿ failure in black box. The error is resident to flash chip (u39). Unrelated to the original complaint, the battery compartment was cracked starting at the threads to the left side of the grip pad and from the case seal traveling to the grip pad.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service 087 alarm issue) issue. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.